Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "thumping." The sensation was unable to be duplicated in the clinic; programming uni polar pacing and high output pacing were attempted. The clinician speculated reprogramming the capture management and chronic lead trend features to off may resolve the issue because it was unclear which pacing lead was causing the sensation. The lead remains in use. No further patient complications have been reported as a result of this event.